Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion and was admitted to intensive care unit (ICU) with a pericardial drain. The right atrial (ra) lead exhibited high threshold, low impedance and decreasing impedance. The right atrial (ra) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.